Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 8am. The patient manages her diabetes with 10mg of januvia, 8mg of glimepiride and an unspecified dose of lantus insulin. Immediately after the alleged issue occurred, the patient indicated she continued with her usual dose of januvia and glimepiride; however, it is not specified it the patient made any changes to her lantus regimen. Five days after the alleged issue occurred, the patient claimed she developed symptoms of shaking and was seeing black spots. It is unclear what treatment, if any, the patient received after the alleged issue occurred. The patient denied testing with another device. During troubleshooting, the csr noted that the batteries in the subject meter were replaced on (B)(6) 2010. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.